Event description:
It was reported that the capture threshold of this right atrial (ra) lead increased following implant. Microdisplacement was suspected. The pacemaker system was programmed to a higher output. The ra lead remains implanted and in service. No adverse patient effects were reported.